Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Gyn- not sure. "Bag broke while pulling thru port (10mm)." Patient status fine.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection engineering confirmed that the inzii retrieval system tissue bag was broken. The tissue bag was punctured and significant stretching was noted. Engineering's analysis has determined that the likely root cause is use error and that the tissue bag was exposed to a greater force than the design of the bag could withstand. The puncture marks most likely came from the instrument used to pull the bag out of the port site. The bag's condition suggests stretching prior to breakage. Historically, bag breaks with these characteristics are seen when the specimen is too large for the extraction site. In the instructions for use (IFU), it is stated that, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, a supplemental report will be submitted to the FDA.